Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. According to the image provided by the customer and the history of this failure mode, the leak noted at the junction of the extension leg and leur hub is confirmed. There are no visible indications that the failure is related to either the manufacturing process or associated tooling. Root cause is likely over-torquing of the hub luer-to-extension tubing junction during cleaning/handling, i.e. Handling damage during use.

Event description:
The customer reports that a leak in the catheter (likely a split or tear) was noted at the junction of the extension leg and leur hub. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention because of this incident.